Event description:
The customer stated he experienced low blood glucose levels and the paramedics were called for treatment. The blood glucose reading was 41 mg/dl. The customer also stated his medical doctor had recently adjusted the basal rates. Troubleshooting was performed and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.